Event description:
During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The device was scrapped. Evaluation found replicate customer complaint, white led is turn of, pcba burned. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.